Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. It was reported that no placement signal was displayed on the system. The physician confirmed that the pump position had been verified using fluoroscopy and was correctly positioned in the ventricle. At the time of the call, the pump was operating with a flow rate of 3.5 l/min. The investigation revealed that the connector had not been properly plugged in. After firmly reinserting the connector, both the placement signal and the lv (left ventricular) signal were immediately restored. The issue was completely resolved on site.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (serial) has been updated. E4 (reporter also sent report to FDA?) Has been added as this was omitted from the initial mw submitted. G1 (manufacturer contact fax number) has been added as this was omitted from the initial mw submitted. The cause of the placement signal issue was most likely a use related air gap since the placement signal issue resolved once pushing in the connector plug completely and data logs showed characteristics of an air gap. The cause of the connection problem was most likely use-related since clinical details note that the connector was not pushing in completely.